Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7143740. UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation despite optimizing the device. The patient underwent spinal cord stimulator lead replacement procedure. The explanted leads were discarded.